Event description:
A malfunction alarm, identified by malfunction code 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with the process, although the caller was unable to complete the reset at that time and planned to follow up.